Manufacturer narrative:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of diminutive polyps in the gastrointestinal tract. Us endoscopy received a report regarding an exacto cold snare. The report indicated that upon deploying the snare, a portion of the snare wire became separated from the drive cable but remained on the device. The device was withdrawn from the patient without incident. The procedure was completed using a second device without significant delay. There was no harm to the patient or user. Review of the device history record indicate that all in-process and final inspections were performed and acceptable results were documented. Review of the subject device confirmed the user's report and found that the separated wire was contained within the sheath of the device. This report may be updated if additional information becomes available.

Event description:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of diminutive polyps in the gastrointestinal tract. Us endoscopy received a report regarding an exacto cold snare. The report indicated that upon deploying the snare, a portion of the snare wire became separated from the drive cable but remained on the device. The device was withdrawn from the patient without incident. The procedure was completed using a second device without significant delay. There was no harm to the patient or user.